Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call battery issue. The customer's blood glucose was 150 mg/dl at the time of call. Trouble shooting was performed and found battery has been replace several times one hour of working the insulin pump alarms power loss and power detected. Customer had several power error detected messages recur within one week of trouble shooting previous occurrence. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error , power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error , power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. (B)(4).